Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 441 mg/dl. Customer did not perform high blood glucose reading. Customer current blood glucose reading was 441 mg/dl. Customer also had 238 mg/dl blood glucose reading. Customer stated their cannula was bent. Customer also had no delivery alarm but the insulin exited after customer disconnected and reconnected their set. Customer primed 5.0 unites insulin. Infusion set will be returning for analysis. Insulin pump will not be returning for analysis.